Event description:
Healthcare professional reported left side exchange due to ¿baker grade iii¿. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events capsular contracture was received on july 18, 2024. With lot number 1128526. Based on the product analysis performed, the assessments of the complaints are ¿ capsular contracture: unable to observe. As per the investigation procedure, creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side exchange due to ¿baker grade iii¿. Device remains implanted.

Event description:
The device has been explanted and replaced.